Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/24/2015 with the following findings: the pump was returned with the keypad cover missing; the pump was covered with tape. During investigation, the up arrow, ok and contrast buttons were found to be unresponsive. The down arrow button responded appropriately. The up arrow and ok button contacts were inverted and the contrast button contact was missing. There was contamination found under all of the key contacts. Unrelated to the keypad issue, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up arrow button was under-responsive and the keypad was reported to be missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.